Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, serial#: (B)(4), product type: accessory. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for spinal pain it was reported that the patient was driving and they started getting shocked through their whole body. They didn't have a controller and 3 hours later, when they got home, they saw a change from group a to group c at a high intensity. They didn't remember the number. Group c used was 6.3% and programmer to 2ma (0+ and 2-). The caller would remove group c. The caller palpated, but that didn't cause any changes in stimulation sensation. Adaptive stimulation wasn't enabled. The patient also had a pacemaker and was concerned of an interaction. It was further reported that the patient was charging the controller and it was 100% charged, with a solid green light, but then they noticed the green light was flashing. When they went to the controller it indicated group a and flashed intensity between 0-4ma. They were no changes in stimulation perceived. They also reported that about every other day they would see looking for device message. When the controller was in their lap the patient would hold it off to the side and was able to establish communication. The patient was always in a motorized recliner chair at the time of the event. They discussed holding off to the side due to the distal telemetry and motorized chair. Troubleshooting resolved that issue. The controller sometimes indicated it didn't find device and with trying to find device and no device found (screen 16). The controller wasn't charging and the patient wanted both the controller and battery pack replaced. It was further reported that the patient was concerned that the ins may be defective. The patient also was concerned that changes could occur with sources of emi, like a microwave, after the conversation about their electric recliner causing an issue. They discussed distal telemetry. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, serial# (B)(4), product type: accessory. Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the shocking was not determined. The ins wasn't defective, but the patient suggested it may be because the issues they were having. The system and ins didn't appear to be operating outside of normal parameters. The patient was still getting great pain relief. The manufacturer representative instructed the patient to carry their controller with them and reminded them to turn the stimulator off while driving. They received a replacement controller and lithium battery. They suggested they recharged using a different chair. The patient had not had further issues and none had been reported. No further complications were reported or anticipated.